Manufacturer narrative:
The pump was received with blank display corroded lcd board. The occlusion test, occlusion test, prime test, excessive no delivery test or displacement test were unable to be performed due to blank display. There were no traces of moisture noted at motor assemblies per visual inspection. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device had moisture damage under the screen. The customer had issues with blank display. The customer's blood glucose level at the time of incident was 300mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.